Event description:
The customer reported having no display on the screen. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported having no display on the screen. There was no patient involvement. The device was evaluated by a philips field service engineer. The symptom was clarified as a failure to power up. Multiple parts were replaced to resolve the issue, therefore we are unable to determine the exact cause of this malfunction.